Event description:
A report was received that the patient underwent an explant procedure. There is no further information.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4) and (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn, as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.